Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device had an error code : 1109 check vent: machine pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirms that issue was not duplicated by test run performed. In the event log, "error code : 1109 check vent: machine pressure sensor auto zero failed" was observed to have occurred. Therefore, solenoid 2 and 4 was replaced preventively.

Manufacturer narrative:
The removed solenoids x-valve (number 2 and 4) were returned to the product investigation lab (pil). The solenoids x-valve (number 2 and 4) were tested, and the failure was unconfirmed. Pil tested this solenoids x-valve (number 2 and 4) on a standard test bed (stb) and confirmed there were no alarms or errors. Pil concluded no problem found.